Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 phone number: +036(209)244442 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was worn with housing damage. Functional testing found that the device exhibited a "no disposable" alarm confirming the reported issue. The root cause of the reported issue was not identified. The downstream occlusion sensor was replaced to correct the reported issue. The housing was also replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "service due" error message after being removed from box and turned on. Per reporter it was subsequently checked for functionality and a 250 ml cassette was attached. The pump then exhibited a "no cassette error." There was no patient involvement.